Manufacturer narrative:
Date of event and weight were asked but unknown. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction while using the comfort splint night guard. The patient experienced a break out in hives in the gum area, where it made contact with the night guard. The duration and the date of the event were asked but unknown. The patient was asked to visit the clinic to be seen by the doctor; however, he has only returned to drop off the night guard. The patient did not require any treatment for the reaction. The patient has no known allergy. The device was cleaned with warm water and soap prior to delivering to the patient. The patient cleaned the night guard using toothbrush, soap and water.

Manufacturer narrative:
The mouthguard was manufactured per patient's prescription (rx) and was returned for an analysis. A visual inspection was performed on the returned mouthguard. The edges of the device were slightly rough due to grinding and usage. No major cracks were found. The mouthguard has normal wears and tears. Mouthguard's layers were intact and did not separate. The mouthguard did not have any discoloration. The mouthguard was returned in a clean condition with little calcium deposit observed. A review of the material lot was performed and no non-conformity or defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the mouthguard's materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.